Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed. The event date and da vinci system information are unknown.

Event description:
It was reported that after a da vinci-assisted cholecystectomy, the patient returned to the operating room (or) to address internal bleeding. During the procedure there was bleeding from the cystic artery that was addressed, but later began bleeding again postoperatively. The cause of the complication is unknown. Additionally, it is unknown what medical intervention was rendered due to the bleeding. The surgeon is interested in information regarding the energy instrument and its sealing properties, possibly the fenestrated bipolar forceps.

Manufacturer narrative:
On (B)(6) 2024, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the patient experienced post-operative bleeding from the liver bed and not from the cystic artery. The surgeon had reportedly used an energy setting of 2 instead of the standard 3. The settings were changed to open the bile duct.

Event description:
Refer to h11 for follow-up information.